Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alerted for loss of prime multiple times. The reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2014 with the following findings: a review of the pump¿s black box data revealed a ¿loss of prime¿ warning for a low non-zero force, and an unidentified ¿force low¿. The pump was exercised for 24 hours with no ¿loss of prime¿ warnings or duplicated alarms. The force sensor calibration was within specifications. The pump was opened and no damage or contamination to the force sensor was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.